Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was unable to duplicate the problem. The fse verified that the fiber optic and pressure cables were functioning correctly. The unit passed all performance and function tests. The unit was returned to the customer for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the pre-use check. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, e1(site country), e2, e3, g3, g6, g7, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h10. Additional details: phone number: (B)(6).

Event description:
N/a.